Event description:
Medtronic received a report that an axium coil failed to resheath. The axium coil was used as the first coil for the embolization of an aneurysm. After rewinding the product several times, the tip of the coil could no longer be resheathed into the catheter, and the catheter had to be collected. There was no resistance during preparation or use. Continuous flush was administered during the procedure. The coil was not repositioned. The tip of the coil was wound in a loop several millimeters smaller than the original shape and was wound several times in a helical shape. There were no abnormalities or breakage in the concomitant catheter. There were no patient symptoms or complications associated with this event. Additional information was received. The device was prepared as indicated in the IFU. Lesion characteristics included "a-com 5mm." V essel tortuosity was normal. The reported product was collected and replaced to complete the procedure. The cause of the axium coil failure was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.